Manufacturer narrative:
Insulin pump monitored for several days, basal rate and all registered properly in the daily totals history noted. Also no unexpected changes on the basal rate setting during testing. Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, shifted end cap sticker and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump was beeping. Customer states device beeps occurred in the morning after customer's infusion set detached during the night. Customer's device does not display any information in the alarm history. Customer's blood glucose level was 52 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).